Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen display was dimmer than usual. Customer¿s blood glucose was 79 mg/dl. Reportedly, the issue resolved itself and the customer continued to use the pump for insulin therapy.